Manufacturer narrative:
The device was not returned to olympus for evaluation. In speaking with olympus technical assistance center (tac), the customer was instructed to power off the evis exera iii video system center and evis exera iii xenon light source and remove the 180 serios scope. The customer was then asked to ensure that both light source cables were secure on both ends, and connect the series 190 scope. The image was then present without any errors. Tac reviewed cleaning the scope connectors with an alcohol prep pad and ensuring that device is powered off when connecting and removing a scope. The customer then connected the 180 series scope and had an image with incomplete white balance. The customer was instructed to power off the evis exera iii video system center and evis exera iii xenon light source. With the power off, the customer removed the videoscope cable exera ii and cleaned the gold connectors on the paddle with an alcohol prep pad, allowed to dry, reconnected and powered on. The customer was then instructed to perform a white balance and the image was good. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center gave a blacked out image when used with a new evis exera ii colonovideoscope (cf-h180al) scope. The device also gave a b30 scope communication error when connecting a series 190 scope. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the b30 scope communication error could not be determined. As the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Event description:
The reported issue was found during preparation for use.